Event description:
It was reported that the customer had a significant difference between her blood glucose reading and her sensor glucose reading on (B)(6) 2014. Customer did not notice that the enlite sensors were bent. On (B)(6) 2014, customer called back and customer's blood glucose level was 180 mg/dl. Customer stated that she will return the three sensors for analysis since she had a bad sensor. Customer has three unused sensors that she would like to send back for replacements. Customer will return three sensors for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Three opened and used sensors were inspected and all three had insertion needles bent inside of the sensor base. It could not be confirmed if the customer received the sensors in this condition due to the customer returning the sensors opened and used.